Manufacturer narrative:
The insulin pump was unresponsive button due to corroded on keypad trace. No button keypad reacting on its own noted during testing.

Event description:
The customer reported via phone call that numbers were ramping without buttons being pressed. The customer's blood glucose was 130 mg/dl at the time of incident. The insulin pump was returned for analysis.